Manufacturer narrative:
Omit : medical device other operator. Additional information : manufacturer narrative. Root cause : the root cause for the reported issue of an death - free flow event - heparin was not determined because no products or device logs were returned.

Event description:
It was initially reported a free flow event. No further information was provided. Received a copy of the customer's maude database report from FDA which states: "the patient was admitted on (B)(6) 2024 with acute hypoxic respiratory failure secondary to a congestive heart failure exacerbation, new onset atrial fibrillation, and chest pain. The patient was started on a heparin drip in the emergency room and the patient received 3 bags of heparin over 12 hours instead of 26 hours. The intended infusion rate was 9.3ml/hour. The total infusion was 3 bags of 250ml for a total of 750ml. The concentration for the infusion was 25,000 units in 5% dextrose per 250ml bag. No other infusions were running. The pump was programmed via bar code scanning. On the morning of (B)(6) 2024, the patient was found to be diaphoretic, agitated, vomiting, complaining of headache and "not feeling good". Blood pressure and heart rate were elevated. Laboratory results revealed high antixa levels. The patient proceeded to have episodes of hematemesis. The patient was transferred to the intensive care unit (ICU) and a CT (computed tomography) of the head revealed significant bleeding in multiple locations with active bleeding. Neurosurgery was consulted and there was no indication for surgery or decompression, and no treatment could be offered. The patient experienced declining mental status with airway compromise and was intubated. Physicians spoke with family and updated on the patient's decline. A repeat head CT was obtained that revealed worsening bleeding in the brain. Palliative care was consulted, and the decision was made by family to withdraw care. The patient was pronounced dead on (B)(6) 2024 1725. Post-event, a review of the pump data by the (B)(6) system director drug policy and medication safety, found the correct adult profile was utilized, the correct drug library line item was utilized, the correct therapy name was used, correct units were used to program the pump and doses were programmed within the guardrails. It was further noted that the pump was programmed within normal ranges and it was noted that the rapid administration does not appear to be the result of a pump programming error. Nursing staff report no pump alarms sounded during infusions to indicate pump was malfunctioning. Annual preventative maintenance assessment of the involved infusion pump module was performed by a ge biomed technician at (B)(6) on (B)(6) 2024. No maintenance issues were identified. Annual preventative maintenance assessment of the involved infusion pump brain was performed by a ge biomed technician at (B)(6) on (B)(6) 2024. No maintenance issues were identified. The infusion pump tubing (bd/alaris, lot# 24055720) and three empty bags of heparin were not sequestered and were discarded. The test was performed at 1546 on (B)(6) 2024 2243 on (B)(6) 2024 0731 on (B)(6) 2024 0952 on (B)(6) 2024." Multiple attempts have been made requesting the customer to provide additional information and device return for investigation.

Event description:
It was initially reported a free flow event. No further information was provided. Received a copy of the customer's maude database report from FDA which states: "the patient was admitted on (B)(6) 2024 with acute hypoxic respiratory failure secondary to a congestive heart failure exacerbation, new onset atrial fibrillation, and chest pain. The patient was started on a heparin drip in the emergency room and the patient received 3 bags of heparin over 12 hours instead of 26 hours. The intended infusion rate was 9.3ml/hour. The total infusion was 3 bags of 250ml for a total of 750ml. The concentration for the infusion was 25,000 units in 5% dextrose per 250ml bag. No other infusions were running. The pump was programmed via bar code scanning. On the morning of (B)(6) 2024, the patient was found to be diaphoretic, agitated, vomiting, complaining of headache and "not feeling good". Blood pressure and heart rate were elevated. Laboratory results revealed high antixa levels. The patient proceeded to have episodes of hematemesis. The patient was transferred to the intensive care unit (ICU) and a CT (computed tomography) of the head revealed significant bleeding in multiple locations with active bleeding. Neurosurgery was consulted and there was no indication for surgery or decompression, and no treatment could be offered. The patient experienced declining mental status with airway compromise and was intubated. Physicians spoke with family and updated on the patient's decline. A repeat head CT was obtained that revealed worsening bleeding in the brain. Palliative care was consulted, and the decision was made by family to withdraw care. The patient was pronounced dead on (B)(6) 2024 1725. Post-event, a review of the pump data by the (B)(6) system director drug policy and medication safety, found the correct adult profile was utilized, the correct drug library line item was utilized, the correct therapy name was used, correct units were used to program the pump and doses were programmed within the guardrails. It was further noted that the pump was programmed within normal ranges and it was noted that the rapid administration does not appear to be the result of a pump programming error. Nursing staff report no pump alarms sounded during infusions to indicate pump was malfunctioning. Annual preventative maintenance assessment of the involved infusion pump module was performed by a ge biomed technician at (B)(6) on (B)(6) 2024. No maintenance issues were identified. Annual preventative maintenance assessment of the involved infusion pump brain was performed by a ge biomed technician at (B)(6) on (B)(6) 2024. No maintenance issues were identified. The infusion pump tubing (bd/alaris, lot# 24055720) and three empty bags of heparin were not sequestered and were discarded. The test was performed at 1546 on (B)(6) 2024 2243 on (B)(6) 2024 0731 on (B)(6) 2024 0952 on (B)(6) 2024."

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Correction: describe event or problem, report source. Additional information: date of birth, common device name, initial reporter phone #. The actual date of death is unknown.

Event description:
It was initially reported a free flow event. No further information was provided. Received a copy of the customer's maude database report from FDA which states: "the patient was admitted on (B)(6) 2024 with acute hypoxic respiratory failure secondary to a congestive heart failure exacerbation, new onset atrial fibrillation, and chest pain. The patient was started on a heparin drip in the emergency room and the patient received 3 bags of heparin over 12 hours instead of 26 hours. The intended infusion rate was 9.3ml/hour. The total infusion was 3 bags of 250ml for a total of 750ml. The concentration for the infusion was 25,000 units in 5% dextrose per 250ml bag. No other infusions were running. The pump was programmed via bar code scanning. On the morning of (B)(6) 2024, the patient was found to be diaphoretic, agitated, vomiting, complaining of headache and "not feeling good". Blood pressure and heart rate were elevated. Laboratory results revealed high antixa levels. The patient proceeded to have episodes of hematemesis. The patient was transferred to the intensive care unit (ICU) and a CT (computed tomography) of the head revealed significant bleeding in multiple locations with active bleeding. Neurosurgery was consulted and there was no indication for surgery or decompression, and no treatment could be offered. The patient experienced declining mental status with airway compromise and was intubated. Physicians spoke with family and updated on the patient's decline. A repeat head CT was obtained that revealed worsening bleeding in the brain. Palliative care was consulted, and the decision was made by family to withdraw care. The patient was pronounced dead on (B)(6) 2024 1725. Post-event, a review of the pump data by the (B)(6) system director drug policy and medication safety, found the correct adult profile was utilized, the correct drug library line item was utilized, the correct therapy name was used, correct units were used to program the pump and doses were programmed within the guardrails. It was further noted that the pump was programmed within normal ranges and it was noted that the rapid administration does not appear to be the result of a pump programming error. Nursing staff report no pump alarms sounded during infusions to indicate pump was malfunctioning. Annual preventative maintenance assessment of the involved infusion pump module was performed by a ge biomed technician at (B)(6) on (B)(6) 2024. No maintenance issues were identified. Annual preventative maintenance assessment of the involved infusion pump brain was performed by a ge biomed technician at (B)(6) on (B)(6) 2024. No maintenance issues were identified. The infusion pump tubing (bd/alaris, lot# 24055720) and three empty bags of heparin were not sequestered and were discarded. The test was performed at 1546 on (B)(6) 2024 2243 on (B)(6) 2024 0731 on (B)(6) 2024 0952 on (B)(6) 2024." Multiple attempts have been made requesting the customer to provide additional information and device return for investigation.